Manufacturer narrative:
The initial report did not provide pt treatment info. No allegation of malfunction of the varian device has been made. Data logs from the machine were examined in some detail, but based on the data we were provided, we have no method of determining what the final absolute dosimetry calibration was set to by the physicists after the system was accepted by the hospital, and we were unable to speak to the medical physicists who performed the calibration. A follow up verbal report from the user confirmed that pts treated during the period when the calibration was suspect were examined and did not show any unexpected reactions to their radiation treatments. Although, the magnitude of the calibration change may never be known, the reported magnitude indicated that a MDR filing was appropriate. No further follow-up to this MDR is expected.

Event description:
Varian was informed on january 27, 2010, by the user and a third party consulting physics group that the physics staff at the customer site created an error when calibrating the varian linac. As a result, they had been treating with what was reported to be upwards of 20% error. The report did not provide any pt info or info regarding serious injury.